Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient recovered on 2015-(B)(6).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that there was conflict between the stimulator and the anterior superior left iliac spine after weight loss of 45 kilograms. The patient had flabby tissues. Plastic surgery was being considered. There was mechanic pain on the left iliac spine. Abdominal plastic surgery was to be planned. Pain medication level 1 and 2: re-education. The event was ongoing and other therapeutic actions were planned. There were no alleged product issues.